Manufacturer narrative:
Retained samples of the same lot number were inspected visually and mechanically. In addition, two electrodes were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. We were trying to receive further information on the incident and the patient. We have provided a questionnaire and requested it to be completed for further investigating. We have also requested to get more information on the wound shown in the image provided. After several attempts the distributor declared his sub-distributor in (B)(4) was not willing to approach the hospital with our requests for further information. He stated that the hospital initially only asked for batch defect information and he would assist our investigation only if the hospital contacted them concerning this matter. We do not know the nature of the wound shown on the image provided, whether it was caused by the ECG electrode or can be attributed to a pre- or coexisting condition and whether it could have been causal for the death of the patient. As the sub-distributor in (B)(4) is not cooperating in the investigation we are pursuing an expert opinion of a medical professional. We will provide a follow-up report as soon as we will receive this. Device not returned.

Event description:
On march 15th, 2018, we have been informed by the distributor (B)(4), about an incident involving fs-tc1 electrodes at a government hospital in (B)(6). The electrode fs-tc1 is 3.5 cm across and tear drop shaped. The complainant reported: "one of the hospitals in (B)(6) used our fs-tc1 electrodes on a (B)(6) patient and there was an incident that was reported. The patient was brought in to the hospital with pneumonia and was in a critical condition. The patient was seen in the emergency room and then transferred to the ICU. At the ICU, the patient was being monitored on a patient monitor and our electrodes were used. They were monitoring 5-lead ECG and so 5 electrodes were used. The patient was monitored for about a day and they then found a burn mark at one of the electrode sites. For the remaining electrodes, there was only redness. Unfortunately, the patient passed away. It is not known whether it is due to this issue or whether it is because of other reasons that the patient passed away." The date of death is unknown. The complainant provided a photo of the injury. The chest area shows a wound in the middle of the chest area. No dimensions were provided. Assuming that a (B)(6) child's chest is 15-20 cm across, the wound appears to be 5-7 cm wide and of an approximately circular shape. We have requesting further information on the patient, the skin preparation, the position of the electrodes on the chest, the dimensions and the nature of the injury but not received any.

Manufacturer narrative:
Retained samples of the same lot number were inspected visually and mechanically. In addition, two electrodes were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. We were trying to receive further information on the incident and the patient. We have provided a questionnaire and requested it to be completed for further investigating. We have also requested to get more information on the wound shown in the image provided. After several attempts the distributor declared his sub-distributor in indonesia was not willing to approach the hospital with our requests for further information. He stated that the hospital initially only asked for batch defect information and he would assist our investigation only if the hospital contacted them concerning this matter. We do not know the nature of the wound shown on the image provided, whether it was caused by the ECG electrode or can be attributed to a pre- or coexisting condition and whether it could have been causal for the death of the patient. As the sub-distributor in indonesia is not cooperating in the investigation we have pursued the opinion of a medical expert. We have consulted the deputy leader of the forensic medicine department at (B)(6), prof. Dr. (B)(6). The forensic scientist draws two conclusions [translated from german to english]: "from a forensic standpoint, no link can be established between the photographed injury to a ten-year-old child from (B)(6) and the use of a commercially available adhesive ECG electrode. The photographed image points to an injury which came about as a result of cupping, as is frequently used in traditional chinese medicine. A hot cupping glass being placed onto the sensitive skin of a small child can lead to a combination of thermal lesions with the formation of blisters and bleeding into the skin due to the effect of the vacuum." We are attaching the full text of the expert opinion and the photo of the injury (provided by the distributor) for your further reference. We therefore consider the investigation closed.

Event description:
On march 15th, 2018, we have been informed by the distributor fortuna scientific private ltd., about an incident involving fs-tc1 electrodes at a government hospital in (B)(6). The electrode fs-tc1 is 3.5 cm across and tear drop shaped. The complainant reported: "one of the hospitals in (B)(6) used our fs-tc1 electrodes on a 10 years old patient and there was an incident that was reported. The patient was brought in to the hospital with pneumonia and was in a critical condition. The patient was seen in the emergency room and then transferred to the ICU. At the ICU, the patient was being monitored on a patient monitor and our electrodes were used. They were monitoring 5-lead ECG and so 5 electrodes were used. The patient was monitored for about a day and they then found a burn mark at one of the electrode sites. For the remaining electrodes, there was only redness. Unfortunately, the patient passed away. It is not known whether it is due to this issue or whether it is because of other reasons that the patient passed away." The date of death is unknown. The complainant provided a photo of the injury. The chest area shows a wound in the middle of the chest area. No dimensions were provided. Assuming that a 10 year old child's chest is 15-20 cm across, the wound appears to be 5-7 cm wide and of an approximately circular shape. We have requesting further information on the patient, the skin preparation, the postion of the electrodes on the chest, the dimensions and the nature of the injury but not received any.